Manufacturer narrative:
This report is being filed to provide additional information. Also, to correct the customer's e-mail address.

Event description:
The customer reported a unit of plasma derived from whole blood that had hemolysis. They have not formally tested the unit for hemolysis, but it met the visual criteria for hemolysis. The hemolysis occurred post-collection and pre-filtration of the unit. There was not a transfusion recipient or patient involved at the time of the whole blood processing for plasma units, therefore, no patient information is reasonably known at the time of the event. The disposable set is unavailable for return because the customer discarded it. This report is being filed due to a device malfunction that has the potential for injury.

Manufacturer narrative:
Investigation: the customer believes this could possibly be a change in stripping procedures versus a disposable issue. The disposable sets were not received for evaluation. Reserve samples for this lot were visually examined, and the solution volume and solution composition were tested, with no abnormalities noted. The manufacturing records and testing and inspection records were reviewed. The lot conformed to all specifications. Root cause: a definitive root cause could not be determined. Based on the information provided from the customer, the tubing was stripped immediately after collection. If blood flow occurs beyond the clip while stripping, there is a risk of causing hemolysis. Hemolysis can also be caused by the following:-characteristics of blood, e.g. Red blood cell fragility-bacterial contamination-excessive cooling